Event description:
Pt reported, the infusion device automatically changed the basal rate and the time function from 24 to 12 hours. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.